Event description:
On (B)(6) 2009, the patient underwent treatment of asymptomatic thoracic and abdominal aortic aneurysms with a gore tag thoracici endoprosthesis and two gore excluder aaa endoprostheses. On (B)(6) 2009, a distal type I endoleak associated with one of the excluder devices was identified. It was reported that no aneurysm enlargement was identified, and it is unknown what caused the endoleak. On (B)(6) 2009, an additional procedure was performed whereby an additional device was implanted to treat the distal type I endoleak. It was reported that the distal type I endoleak still persists, and the patient will continue to be monitored. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the distal type I endoleak is unknown. Additional device implanted and involved in this event: (B)(4). Refer to the following medwatch number for the information on the gore tag thoracic endoprosthesis associated with this event: 2017233-2013-00033.